Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self-test. However, the insulin pump had a bleeding lcd glass at the lower portion of the lcd glass. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer reported that the ambulance came for the low blood glucose. The customer's blood glucose was 28 mg/dl at the time of the incident. The customer's blood glucose was 321 mg/dl at the time of call. The customer's blood glucose was 17 mg/dl at the time of hospitalization. The customer stated that he was drinking orange juice to treat the low blood glucose then he passed out. The customer stated that there was improper settings that caused the low blood glucose. The customer stated that he was given glucagon shot when he was with the ambulance. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.